Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight are unknown. The model # was not provided.

Event description:
The customer from (B)(6) obtained blood glucose readings of 273 mg/dl and 102 mg/dl at 10:45 a.m. On the contour ts and contour plus meters respectively. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour plus meter was tested with in-house contour next test strips from lot # 8fm3f01a, which gave satisfactory performance.